Event description:
The technician alleged the bed would unintentionally move into trendelenburg mode. No pt impact.

Manufacturer narrative:
The technician replaced the coil cable and the lower control board to resolve the issue.